Event description:
It was reported that patient underwent a m2a hip arthroplasty on (B)(6) 2011. The patient was revised on (B)(6) 2012, due to pseudotumor. The acetabular cup, liner, and modular head were removed and replaced.

Manufacturer narrative:
The bearing surface of the modular head showed fine scratches and some deeper scratches or indentations in parallel bands. These deeper scratches or indentations are possible indications of edge contact with the rim of the cup, possibly from subluxation or dislocation of the head. Root cause for the pseudotumor could not be determined. This follow-up report is number 3 of 3 mdrs filed for the same event (reference 1825034-2012-00784-1 / 00786-1).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2012-00784 / 00786).